Manufacturer narrative:
(B)(4). Physio-control reviewed the printed ECG strips from the event and was unable to verify the reported issue. The strips did not have evidence that the device was in AED mode, thus it could not be confirmed that there was any device malfunction. Physio evaluated the customer's device and was unable to duplicate the reported issue during functional and performance testing. Proper device operation was observed and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not advise a shock on a patient in vt who was pulse-less. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.